Event description:
A male underwent infrarenal abdominal aneurysm repair in 2009. There was an extravasation of the right common iliac after placement of a flex leg graft. An additional flex leg was placed as a bridge to try to stabilize the patient but was without success. The physician then close to open the patient and all devices (one flex main body and six flex leg grafts) were removed. Patient expired on the same day, due to uncontrolled hemorrhage.

Manufacturer narrative:
Event evaluation: still under investigation.